Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited an atrial lead position check fail. It was also reported that the right ventricular (rv) lead exhibited high thresholds. It was also reported that both the ra and rv leads have migrated. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had experienced a fall. Both leads had dislodged and have been repositioned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.